Event description:
It was reported, to medtronic minimed. That the customer, experienced a multiple pump errors like error 4 (the motor arm cannot communicate with the main arm), pump error 23 (post-reset ram crc alarm), pump error 63 (hardware low level failures), pump error 68 (trace pointers are invalid), failed battery test, damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. And the customer reported, receiving a pump error. The customer was able to clear the error and fill cannula delivery test was successful. The error table did not indicate that pump should be replaced, and pump passed selftest. The customer is not using quick bolus speed feature on an impacted pump. The customer is requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve. The customer reported, receiving a battery failed alarm. The customer is not using the correct battery cap for the pump they are using. The customer requested spare battery cap. The customer reported, physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884l was requested. And the customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, active current measurement test, sleep current measurement test and self-test. Pump error 23 was noted which was expected. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, failed battery test on 07/16/2024 03:12:12.000 and low battery alert on 07/16/2024 03:13:00.000 were found in the history files. Pump error 23 was found in the history files on 07/16/2024 03:15:00.000. Pump error 68 was found in the history files on 07/16/2024 03:15:00.000. Pump error 63 (variable 12) was found in the history files on 07/16/2024 03:12:09.000 due to a hardware error. Pump error 4 was found in the history files on 07/16/2024 03:12:09.000. P-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2 and force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (serial number label fading and stained). Pump error 23 and 68 were not confirmed. Pump error 63 was confirmed due to a hardware error. Pump error 4 was confirmed due to a pump error 63. Cosmetic damage was confirmed at the battery compartment. Failed battery test was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.